Event description:
5/14/98 MFR rep was approached by source at an ems expo convention. Source described a problem that sounded like an eccentric break. Sscor sent a replacement pump to source immediately and waited for source to return the defective unit. On 6/8/98 sscor rec'd the defective pump. The pumps eccentric assembly was broken. The pump was returned to thomas ind (the pump MFR) for eval.